Manufacturer narrative:
The device was returned to zoll medical corporation; review of device's history logs did show multiple occurences of check pads messages and attempts to press the shock button. However, the reported problem could not be duplicated with the device. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.